Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code relating to 'mach flow drift high' was found in the device's error log. The service technician states that the alarm was also duplicated when the device powered on for checking. The error is considered to have occurred due to some impact of the drift flow sensor after transitioning to standby. The flow sensor was replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.